Manufacturer narrative:
Analysis was performed on the returned device. The reported difficulty retracting the foot and difficulty removing the device could not be replicated in a testing environment. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. A conclusive cause for the reported difficulty removing the device could not be determined. Based on the returned device condition and no observed tissue or vessel damage reported, this indicates the vessel was successfully captured and the suture successfully released from the suture bearing (o-ring). Factors that contribute to difficulty removing the device from the anatomy include, but are not limited to, tissue or suture caught in foot, posterior cuff partly deployed in foot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labelingna

Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of a right common femoral vein was attempted using a proglide via a 6f sheath after a left atrial appendage interventional procedure. Reportedly, the proglide was advanced and deployed successfully. The lever was closed and the foot retracted; however, when attempting to remove the device it became stuck in the anatomy. It looked like the sutures of the proglide were stuck in the o-ring of the proglide device. The proglide was able to be retracted and removed with some force. No tissue damage was noted. The sutures of the proglide were retrieved and able to be used to successfully achieve hemostasis. There was no adverse patient effect and no reported clinically significant delay in the procedure or therapy. No additional information was provided.